Event description:
On (B)(6) 2023, mpxr 1132281 (rep, hcp). It was reported, that manufacturer representative (rep) received text from the healthcare provider (hcp) stating, pt had possible infection. And was being prepped for possible explant of b35200 and extension(s). Circumstances were unknown. The patient (pt) is diabetic and older. That was on day of stage 2. This date (B)(6) 2022, the patient (pt) was still in recovery at the hospital from normal surgery stay. That is where, they discovered, infection at neck/chest area. Surgeon took patient back to or to wash out the area and give antibiotics. Surgeon stated, to rep teammate that the infection looked superficial. Pt started, on antibiotics by surgeon. No explants of any of the dbs components were done. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: b3400060, serial#: (B)(6), implanted: (B)(6) 2023, product type: extension, product ID: b3400060m, serial#: (B)(6), implanted: (B)(6) 2023, product type: extension. Concomitant medical products: other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 29-jun-2025, UDI#: (B)(4), product ID: b3400060m, serial/lot #: (B)(6), ubd: 10-jul-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info from rep received. Cause of infection is unknown. High risk pt due to comorbidity of diabetes. Off label use of different tunneller is what the rep who covered stage 2 case stated. They called tech services to report this.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported even though they were previously told the patient wasn¿t going to have the system explanted and was treated with antibiotics for the infection, the patient had all components explanted on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.